Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Initial reporter name and address: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture and difficulty removal occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt limb. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation, however, during inflation at 28 atmospheres, the balloon ruptured. Tried to remove the balloon but the balloon moved out horizontally when it would normally rupture vertically, so the balloon was unable to remove. Then the device was removed together with the sheath, but still it was unable to remove so an incision was performed. After that, a leak of blood from the vessel was noted and so, the patient was transported to a general hospital were the removal of the device was performed. The procedure was abandoned and no further patient complications reported.